Manufacturer narrative:
(B)(4).

Event description:
It was reported that the volume of undelivered drug remaining in the drug reservoir was greater than the expected volume based upon the programmed infusion rate. A catheter access port (cap) dye study determined catheter patency. The patient's pain management physician believed the pump malfunctioned. However, during the surgical procedure, the catheter was discovered to be kinked. The physician re-positioned the catheter.